Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2014 device evaluation:and evaluated by product analysis on 08/19/2014 with the following findings: the black box starts on (B)(6) 2014. The pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. Review of the present black box and alarm history shows no errors or alarms associated with the complaint. The total daily dose adds up correctly and reflects the user's programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be delivering accurately and operating within required range. Unable to duplicate the complaint, information for the complaint is overwritten. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced elevated blood glucose levels as high as 33 mmol/l since (B)(6) 2013. The reporter indicated that the blood glucose levels were treated with injections per a health care professional's instructions and the patient's blood glucose decreased to 7-9 mmol/l. The reporter stated that the patient's blood glucose levels remained in range for most of the day but elevated again over night. The patient confirmed that the site was changed twice and no issues were noted with the cannula. Troubleshooting of the pump indicated that the basal and bolus were being delivered correctly, the total daily dose (tdd) was confirmed to be correct, and there were no alarms in pump history to explain the elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.